Event description:
Additional information was received that the lead was capped and replaced to resolve the event.

Event description:
It was reported that noise was observed on the right ventricular (rv) lead. A lead replacement is anticipated. The patient was stable and will continue to be monitored.